Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an advisory device was explanted and replaced. The patient alleged that she had a botched surgery. Patient told that she develops a heart murmur and was in a lot of pain post procedure. No further information is available at this time.